Event description:
Rptr was injured 11/7/90. She worked for 3 yrs with back trouble. Whe worked until 8/8/93. Her dr laid her off from work to give blood & be checke for surgery. On 9/21/93 she had the surgery. She was in pain & very sore. She was cut front & back. She tought that this was the reason she felt so bad. She couldn't move her left leg. She asked what was wrong. She was told she had "pieces" taken from her pelvis. Her lef leg has not been the same. The surgery was 10 hrs long. She was atold this just before hoig under. She was discharged on 9/25/93. She was in pain but, it was worse when she got home. All she was told was she'd better have major surgery. She hasn't gotten better. She stays in pain; unbearable pain at times. Her whole "light" has changed. Her back never stops hurting. She is unable to work, can't bend, stand, sit, walk, lie, lift, sleep,do her house, work, plant flowers, cut grass, travel, no sexual activity. She doesn't even have sexual feelings anymore. She stays depressed. She's not mentally stable anymore. She has never had nerve medicine. She takes 2 zolofts a day. Her life has changed so, seh has no income. Financial pressure has taken its toll. From 9/25/93 until 6/5/95, she's slept in a recliner. She has pain & pressure, night sweats breaking out, stomach pain, headaches& diarrhea. Her right & left hip ache. (Right more than left), left leg is numb, right leg still aches, burning, sharp pain. Pain runs up her back to her neck, she feels as if she's going to stop breathing. It will be 2 yrs soon. As she writes this, it seems as if it were today. She can't even afford counselling. Since her fusion, she's had gallbladder surgery & kidney stone surgery & has been on pressuree medicine. Two weeks before surgery, she was told she had diabetes. Her dr told the dr who foud out she had diabetes, that he wasn't going to cances the surgery. She once was a very strong independent person. She almos lost her life with suicide. Even today with the pain, depression & other problems. Her lord, he has let her know that she is still his, even with her disabilities.